Event description:
The patient underwent the second part of a two stage right shoulder revision procedure during which osteobond copolymer bone coement was used. The cement reportedly hardened before the shoulder prosthesis was properly placed in the humerus.